Event description:
It was reported that the user experienced issues scanning a freestyle libre 3 plus sensor and subsequently had difficulty logging into the ilet after deleting the mobile application; the agent assisted with a password reset, but the calls disconnected during troubleshooting. Symptoms included hyperglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included remote troubleshooting and user education related to app access and sensor scanning. Investigation of this case revealed a use-related issue involving app deletion and login credentials and a potential sensor scanning performance concern; device hardware malfunction was not established. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the mobile app and connectivity or workflow factors associated with sensor scanning.